Manufacturer narrative:
(B)(4). Exemption number: (B)(4). Covidien is submitting this report on behalf of (B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.